Event description:
It was reported that " the procedure for the placement of the ankle prosthesis was standard until we wanted to put the pin sleeves in the holes of the distal part of the alignment jig. Impossible to put the 2 sleeves in 2 holes of the guide. Even less possible to put 2 sockets in the axis as required by the operating technique. We have tried everything to avoid the handling error, without success. We tried to find a solution to adapt, but found no alternative to continue the procedure. The event was discovered during the placement of the sleeves in the alignment jig holes as mentioned above. Steps/actions taken to complete the procedure: the surgeon made the decision to perform an ankle plate arthrodesis. The duration of the procedure was therefore longer than a conventional plate arthrodesis."

Manufacturer narrative:
Correction: b1, h1.

Event description:
It was reported that " the procedure for the placement of the ankle prosthesis was standard until we wanted to put the pin sleeves in the holes of the distal part of the alignment jig. Impossible to put the 2 sleeves in 2 holes of the guide. Even less possible to put 2 sockets in the axis as required by the operating technique. We have tried everything to avoid the handling error, without success. We tried to find a solution to adapt, but found no alternative to continue the procedure. The event was discovered during the placement of the sleeves in the alignment jig holes as mentioned above. Steps/actions taken to complete the procedure: the surgeon made the decision to perform an ankle plate arthrodesis. The duration of the procedure was therefore longer than a conventional plate arthrodesis."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual examination of the returned device shows slight blemishes on the inner part of the guide holes. However, no significant deformations are visible. A functional test was performed using a pin sleeve with the same part number and a different lot number as those referenced in the reported event. The pin sleeve was able to pass through the proximal holes of the device but failed to fully fit through the distal holes as reported. Gage pins were used to verify the dimensions of the distal holes of the device. A 0.232862 minus pin and a 0.232519 plus pin were used to perform the dimensional inspection. Both pins were unable to fit through the distal holes of the device. Therefore, the distal holes of the device were confirmed to be out of dimensional specification. Based on investigation, the root cause was attributed to a manufacturing/supplier related issue. A nonconformance was opened to further investigate the issue.